Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The seal was removed/broken on bottom case. The device was cracked on the side of the pump by the tube holders and there was a broken tap on bottom case. The event history log had a motor not running error. The technician performed an occlusion test, which the motor not running error appeared at the beginning of the test. The root cause of the reported issue was the main board was sitting on top of the extrusion, which was caused by the customer assembling incorrectly. The technician reassembled main board, replaced motor assembly, worm gear, leadscrew and clutch halves for preventive measures (due to normal wear, pump was about 10 years). Performed occlusion test and device passed. D4 unique identifier is unknown. No product information has been provided to date.

Event description:
It was reported that the motor is not running error occurred. No patient injury was reported.